Event description:
In 2008, the lay user/pt contacted lifescan (lfs) alleging that her onetouch ultramini meter was reading inaccurately high. The pt indicated she obtained her first inaccurate high meter reading one month prior, at about 7:15 am, which was a "226 mg/dl." The pt's expected meter reading was not specified. Then 3 days later at 6:40pm, the pt got a "287 mg/dl" on her meter. As a result of the meter reading, she took an increased dose of insulin (10 units of apidra). At about 7 or 7:15 pm (20-35 mins after the "287 mg/dl" test), the pt was reportedly feeling shaky and disoriented. She tested on a onetouch ultra meter and got "57 mg/dl" and treated herself with a glass of orange juice at 7:15 pm. No other forms of treatment were reported. The customer care advocate (cca) went through trouble with the pt and noted that the reported meter was correctly set to "mg/dl," an approved sample was used, and the correct testing/cleaning techniques were used. Replacement products were sent to the pt. This complaint is being reported because the pt allegedly became hypoglycemic 20-35 minutes after taking fast acting insulin based on the "287 mg/dl" meter result.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.